Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, yellow particles and broken shell. A visual and microscopic analysis was performed which identified: sharp broken, missing shell (0-25%), crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.